Event description:
It was reported that during a device change out, the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the inner insulation was kinked bucked, the outer insulation had cosmetic environment stress cracking and cosmetic depression, there was blood in/on the helix/lobe mechanism, the lead stretched and visual analysis revealed apparent explant damage.